Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 chemistry analyzer and found a defective reagent syringe. The fse replaced the reagent syringe to resolve the issue. The fse performed quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results on their au5800 chemistry analyzer. The affected chemistries were unspecified. The customer reported this event to the national medical products administration (nmpa) for the erratic patient results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.